Event description:
Breast augmentation w/silicone implants in 1978. Implants were placed above muscle. No problems until approx 1 1/2 yrs ago. Developed bilateral capsular contractures. Class 3 on left & class 2 on right. Previous closed capsulotomies bilaterally. 4-14-98-bilateral implant removal w/bilateral capsulectomies & biopsies. Rt implant was ruptured but contained within the capsule. Lt implant removed intact.